Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the implant never did her any good and never worked for her. Patient stated they tried many times to fix it but that didn't work and it has just sat in her body for the last 3 years, not using it. Patient reported finally this year she got the implant removed. Patient reported she thinks it was removed on (B)(6) 2018. No further complications were reported/anticipated.